Manufacturer narrative:
For no allegation of malfunction or non conformance. Report source: information obtained from was presented at the international stroke conference 2009. Evaluation conclusion: for anticipated procedural complication. The device is unavailable for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. Possible patient outcome of death is a known and an anticipated complication to these types of procedures and is listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.

Event description:
After a successful placement of the stent (subject device), the patient exhibited modest improvement. However, the patient's family withdrew care. No further information is available.